Manufacturer narrative:
The user facility reported the event not to dräger directly and with a few weeks delay; there was no involvement of the local dräger s&s organization into any follow-up measures. Dräger contacted the hospital to obtain further information but the contact person could not provide additional details. Dräger derives the following from the available information: a complete shut-down due to an issue with the internal battery is only plausible when mains power got lost for whatever reason, this may include the scenario when the device was intendedly disconnected from mains for e.g. Patient transport purpose. With a fully charged internal battery in good condition the device can be operated for at least 30 minutes; the device clearly indicates if it runs on battery and, it will post alarms if the residual capacity underruns 20% and 10%. At full depletion, the device will issue a power loss alarm for at least two minutes which is buffered by an independent power source (goldcap capacitor). The internal battery shall be checked in regular intervals and replaced after 2 years. Further, the IFU emphasizes that the battery serves as an important fail safe mechanism and shall thus be checked for availability during pre-use check prior to each ventilation episode. There was no s/n transmitted but the production date of the device reportedly dates back to 12/2019. The device is not under a service contract with dräger; it cannot be excluded that it was still equipped with the initial battery installed at the time of manufacture. Finally, it cannot be differentiated if the battery was in good condition and if the device simply was operated in battery mode until the latter was depleted or if the shut-down occurred due to loss of mains power in combination with a worn/depleted battery. In any case, use error must be considered a contributing factor to the event - the user has either ignored the depletion warnings or has omitted the recommended battery status check prior to use. Finally, dräger concludes that the reported event was not solely related to the malfunction of a single component - multiple factors have contributed to the event (disregarding the product's IFU and/or lack of preventive maintenance). The device has posted an alarm as intended.

Event description:
It was reported that the device suddenly posted a battery failure alarm during a running ventilation episode and stopped operation. As per report, the patient was immediately transferred to another device so that no health consequences were resulting from the event. Remark: the user facility has filed a second ufr describing a similar event that occured five days later. It cannot be excluded that the identical device was involved. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. F this attempt leads to an UDI, we will submit a follow-up report.